Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that both right atrial (ra) and right ventricular (rv) leads remain connected to this device for external temporary pacing support pending treatment for infection. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient¿s pocket site had puffiness. The physician confirmed no infection was noted and there was transudate due to hemodialysis. This patient underwent a procedure to have the transudate drained. Additional information indicated that pocket culture was positive for pseudomonas aeruginosa and this pacemaker was then used externally for temporary pacing. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested at this time. This report will be updated should further information be provided.